Event description:
It was reported that following a laparoscopic sigmoidectomy procedure the anastomosis 'got incomplete' on third day. During initial procedure, the device showed normal function when being closed, fired and opened. No unexpected noises etc. The donuts were complete, the leak test regular. The assisting nurse reported that stapler is usually sort of fiercely closed by this surgeon, which could be a point to talk about as anastomotic insufficiency third day could indicate that there was not enough blood supply in the area of the staple line. There were no other reported patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).